Event description:
A (B)(6) old male patient called zoll customer support to report that one of his battery packs was not working. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not working) was confirmed. Upon investigation the battery was not able to charge or power up a test monitor. The battery was found to have mismatched tri-cells (4.180v, 0.519v, 4.190v). One of the cells was drained. The root cause for the low voltage in the battery cell could not be positively identified, but the cell was likely defective. No adverse event resulted from the defective battery cell. The patient received a replacement battery pack.